Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant on (B)(6) 2022. The patient was on oral plavix daily. On (B)(6) 2022, during a follow-up appointment, an echocardiogram was performed and revealed the patient had developed a device related thrombus (drt). It is unknown when the drt had formed however potential blood was seen on the disc just before transesophageal echocardiogram (tee) probe was pulled out post procedure on (B)(6) 2022. The patient was complaint with their medication. It was unknown what the plan for treatment was related to the drt. No patient symptoms were reported. The patient did not have a history of a bleeding disorder but does have a history of atrial fibrillation. Patient status was unknown. No additional information was provided.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.